Manufacturer narrative:
Correction made to e1: initial reporter phone no.: (B)(6). The device was received for evaluation containing fluid in the bladder. Visual inspection revealed a leak/backflow at the fill port when the cap was removed. The reported condition was verified. The cause of the leak/backflow was due to an acrylic particle lodged under the device checkband. Acrylic is the material of the device stressmember. The cause of the particle under the checkband could not be determined; however, the most probable cause was a small shaving from the stressmember created during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) leaked. The event was further described as "the syringe was removed to reload and to continue filling the infusor, in this moment the infusor presented a solution leakage. The issue was identified during filling. The device was filled with dextrose. There was no patient involvement. No additional information is available.